Event description:
The reporter stated the mtc-60c cartridges were too tight. The technicians could not get the lens to advance during loading. Decided to return batch of 40 units. There was no pt contact.

Manufacturer narrative:
(B) (4): evaluation results - a lot work order search was performed and no similar complaint was found within the same work order. (B) (4).